Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that during maintenance, after upgrading the generator control board firmware and restarting the system a few times they heard a bang a flash. After that, the generator was no longer booting up and the ps1 was found defective. It was replaced. The navigation system then passed the system checkout and was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was no power to the generator. The power supply (ps1) was defective. There was no patient involvement.